Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was no capture on the atrial lead when set at maximum output and there was no sensing of intrinsic activity. It was also reported the right ventricular (rv) lead displayed high impedance and there was a confirmed fracture. The leads were partially removed and were replaced. No patient complications have been reported as a result of this event.